Event description:
The distributor contacted animas on july 31, 2015 reporting that on (B)(6) 2015 the patient was hospitalized overnight for observation after priming the insulin pump while the pump was still attached to the patient¿s body via the infusion set. The distributor reported that the entire amount of insulin that was in the insulin cartridge at the time was infused into the patient. The distributor further reported that the patient is a known type ii diabetic; therefore, the patient had high resistance to the insulin. The distributor reported that during the overnight hospitalization, the patient¿s blood glucose did not become problematic. There were no reported signs or symptoms of hypoglycemia and no medical treatment was administered to the patient. The patient was discharged from the hospital the following day without issue. The distributor reported that troubleshooting was performed on the subject pump with no malfunction detected. Animas customer support has determined that the insulin infusion was due to a patient training issue. The user guide instructs users to disconnect from the infusion set prior to initiating the prime/rewind sequence. Additionally, the pump notifies the user to disconnect from the infusion set prior to initiating the rewind of the motor. The user must manually confirm this alert before proceeding with the rewind process.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 09/22/2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: review of the black box data revealed a ¿power on reset¿ event on (B)(6) 2015 at 13:08. Deliveries were never resumed. There was no evidence related to the complaint in the pump history. On investigation, a rewind, load and prime sequence was performed successfully with no errors or alarms. The pump clearly displays message ¿disconnect infusion set from your body!" On the rewind screen and ¿be sure set is disconnected from your body then select continue" on the prime screen. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Investigation was unable to duplicate the complaint.

Manufacturer narrative:
A during a review of the black box, on (B)(6) 2015 there were two ¿no cartridge detected" warnings. There were no issues found with the force sensor. The pump cover was removed and the force sensor pins were found to be seated and the solder connections were found to be intact. There was no evidence of contamination or cracked force sensor traces found during investigation. There was no evidence of internal moisture found. The reporter issue was found in history but was not duplicated during investigation.